Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that inadvertent mishandling during unpackaging/removal from the dispenser coil resulted in the reports stretched coils; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed.

Event description:
Subsequently after the initial report had already been filed, the tip coils of the second ht steelcore guide wire were noted to be stretched with the core intact. No additional information was provided.

Event description:
It was reported that the procedure performed was to treat a left superficial femoral artery. During preparation and upon opening the package of a 300cm hi-torque (ht) steelcore guidewire, it was noted that the tip of the guidewire was unraveled and held together by the tip coils and in one piece. The guidewire was not used in the patient and discarded. A second ht steelcore guidewire of the same lot was used, and during the procedure via angiography, the tip was observed to also be unraveled and held together by the tip coils. The procedure was able to be completed and the second ht steelcore guidewire was removed in one piece. In addition to the used ht steelcore guidewire, the remaining unopened ht steelcore guidewires of the same lot will be returning. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.